Manufacturer narrative:
Unresponsive button due to corroded up and down arrow buttons on keypad trace. No numbers on display ramping noted.

Event description:
The customer's mother reported via phone call that the numbers on the insulin pump's screen kept ramping up when she was going to deliver a bolus. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.